Manufacturer narrative:
Product analysis was completed on 4/18/2016. Conclusion: during coil embolization of the right internal carotid ¿ posterior cerebral artery aneurysm, there was strong resistance at the distal part of the non-codman microcatheter when inserting an orbit galaxy (640cx3575/17346937), and after removal from the microcatheter, the coil appeared unraveled on the coil transit zone. The physician had successfully implanted seven coils prior to the event. When the physician inserted the orbit galaxy, he felt strong resistance at the distal part of the microcatheter. He moved the delivery tube in and out, but this did not improve the resistance. The coil was replaced with another coil (brand unknown), and the procedure was successfully completed without further issues or delays. There were no patient injuries or complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the continual flush with heparinized saline solution has been maintained through the microcatheter during the procedure. There were no visible defects or damages noted on the products prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the product would be returned for investigation; however, the terumo microcatheter was not available. No further information was available. A non-sterile orbit galaxy was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted. The introducer was found partially zipped, and it was found kinked. The support coil, gripper and the embolic coil were found inside of the introducer. The gripper and embolic coil were inspected under microscope; no damages were noted on the gripper while the embolic oil was found stretched. The od from the delivery tube was measured, and was found within specification. The functional test could not be performed since the introducer was found kinked. The review of lot 17346937 revealed that 6 rejected units (5 due to oversized proximal bead and 1 due to stretched coil) may be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities no other issues were noted that were considered potentially related to the reported complaint. The resistance between the coil and microcatheter could not be confirmed since the introducer was found kinked. The coil stretch was confirmed. The cause of the stretched condition noted on the embolic coil was apparently caused by applying excessive force on the device, but it could not be conclusively determined. Inspections are in place that prevents this kind of failure from leaving the manufacturing facility. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant product: chikai 14 (asahi intecc), optimo (8fr. 90cm) (tokai medical products), headway 90° (terumo) , scepter c (4x10mm) (terumo), dcs syringe ii and okay (goodtec) were used for the procedure. The device has been returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization of the right internal carotid - posterior cerebral artery aneurysm, there was strong resistance at the distal part of the non-codman microcatheter when inserting an orbit galaxy (640cx3575/17346937), and after removal from the microcatheter, the coil appeared unraveled on the coil transit zone. The physician had successfully implanted seven coils prior to the event. When the physician inserted the orbit galaxy, he felt strong resistance at the distal part of the microcatheter. He moved the delivery tube in and out, but this did not improve the resistance. The coil was replaced with another coil (brand unknown) and the procedure was successfully completed without further issues or delays. There were no patient injuries or complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the continual flush with heparinized saline solution has been maintained through the microcatheter during the procedure. There were no visible defects or damages noted on the products prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the product will be returned for investigation; however, the terumo microcatheter was not available. No further information was available.

Manufacturer narrative:
This MDR is being submitted to report the UDI number that was omitted from the initial MDR. (B)(4). Additional information will be submitted within 30 days of receipt.